Manufacturer narrative:
The product is not available for eval and testing. Add'l info will be submitted within 30 days of receipt.

Event description:
When the physician deployed the filter, the filter would not open. When he attempted to re-capture the filter, it opened halfway. The filter remains in the pt and has captured thrombus from the legs. The pt is a (B)(6) male. The indication for insertion of the vena cava filter was a floatable thrombus located in the left common iliac vein. The filter was properly inspected and prepped prior to use. The physician placed the filter at the level of l3 using a left subclavian vein approach. There was no difficulty advancing the filter to the delivery location. When the filter was deployed, it did not open. When the physician attempted to re-capture the filter, it opened halfway. The filter remains in the pt. The pt is in stable condition.